Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of medical records and x-ray review. The review of x-rays provided identified the femoral head was superiorly dislocated. As returned, the femoral head shows damage to the articulating surface. The dimensional analysis on the head were conforming to specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: part: 00630505036 name:xlpe 0 degree poly liner 50,52,54x36 lot:63110722. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04259.

Event description:
It was reported that a patient underwent a hip revision approximately 13 months post implantation due to dislocation. After revision it was reported that the rim of liner was broken.